Event description:
Blood glucose measured 380 mg/dl back to back with a result of 130 mg/dl performed within 5 minutes of each other. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.